Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event, operator of device and if initial reporter also sent report to FDA, are unknown. No information has been provided to date.

Event description:
It was reported that a check plunger sensor alarm code occurred. No patient injury occurred.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the top case was cracked and chipped by the front right and left corners, the power supply insulator was broken, and the bottom case exhibited broken tabs. The right plunger case was found to be cracked, and visible contamination was evident. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event is unknown and could not be determined, but the left plunger case flippers intermittently get stuck. The left plunger case was replaced, and a power up process was performed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.